Manufacturer narrative:
Manufacturer narrative based on data obtained 01/20/2016: device analysis conducted by torax medical engineering after product receipt. Gross analysis revealed no device anomalies atypical from an explanted device. Microscopic analysis revealed all device components and assembly exhibited normal characteristics of an explanted device. Force testing, length testing, and geometric analysis exhibited no anomalies. No conclusion relevant to experience determined.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2015. Gastroesophageal balloon dilation conducted (B)(6) 2015 did not alleviate dysphagia symptoms. Uneventful device explant (B)(6) 2015 due to dysphagia. Linx device found in the correct position/geometry.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2015. Gastroesophageal balloon dilation conducted (B)(6) 2015 did not alleviate dysphagia symptoms. Uneventful device explant (B)(6) 2015 due to dysphagia. Linx device found in the correct position/geometry.